Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient underwent a hysterectomy and has been unable to communicate with the scs ipg and the patient controller since. Reportedly, she turned off her scs system during the procedure. After the procedure, the patient controller was no longer communicating with the ipg. The patient consulted with the surgeon, but the communication with the ipg was impossible. The surgeon decided to replace the ipg with a new one and the issue was addressed.